Event description:
Healthcare provider (hcp) reported patient (pt) presented with malaise prior to initiation of hemodialysis on the sps 550 device. Pt hospitalized with low hemoglobin and hematocrit. Pt was transfused two times and discharged to home on october 14.